Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was explanted approximately one month post implant, due to infection. No return of product is expected and no report of a replacement system nor any additional medical intervention.